Manufacturer narrative:
No further information is available on the repair at this time. If any additional relevant information is identified following competition of the repair, the additional relevant information will be submitted in a supplemental report.

Event description:
Baxter received a report from a baxter technician stating the bed exit alarm not alerting. There was no patient/user injury reported.